Event description:
It was reported that an ilet user experienced a cracked and subsequently unreadable display screen that prevented proper device use, and a replacement ilet was arranged with instructions to sync data, shut down the device, and return the original unit. Symptoms included hyperglycemia with a reported maximum blood glucose of 329 mg/dl for approximately 1.5 hours without ketone testing, back-up therapy, professional medical intervention, or other assistance. Outcomes included no hospitalization, no emergency treatment, and no immediate health effects such as loss of consciousness or dka. Investigation included troubleshooting support and logistical coordination for replacement and return. Investigation of this device revealed a damaged display component consistent with physical breakage, leading to inability to view or operate the device interface and no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage to the display resulting in loss of usability.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.